Manufacturer narrative:
Co was unable to review the product's lot history, since the lot number was unavailable from the dr.

Event description:
Dr reported that an implant failed. Pt is reportedly fine.